Manufacturer narrative:
H3 other text : device not returned to the manufacturer

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center for investigation. External examination of the unit found scratch on upper enclosure, scratched ui panel. Internal examination found visible foam particles inside the blower kit. The device's downloaded event log was reviewed by the third-party service center and 0 error was logged. The manufacturer confirmed the third-party service center found evidence of sound abatement foam degradation. The device was returned and found evidence of foam degradation during device evaluation.